Manufacturer narrative:
Reported event of exit marker detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(4) 2016. According to the complainant, during the procedure, as they were removing the balloon through the endoscope, the exit marker got stripped all the way down to the tip of the catheter. They were unable to remove the device through the endoscope, so the catheter tip was cut in order for the device to be removed. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed that the exit marker was bunched up on the device, and the catheter was found to be cut. Functional analysis could not be performed due to the condition of the device. The failures noted likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as they were removing the balloon through the endoscope, the exit marker got stripped all the way down to the tip of the catheter. They were unable to remove the device through the endoscope, so the catheter tip was cut in order for the device to be removed. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.